Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "es - slnimn - failed hardware requires maintenance" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. . According to work order (B)(4), the field service engineer (fse) reported that the fh cubie drawer had failed and was missing in the med application configuration. The fse proceeded to replace the fh cubie bus module controller board. Additionally, the row board cable connections were reseated, and all cubie trays and pockets were also reseated to ensure proper connectivity. After performing these actions, testing was conducted, and all pockets and the drawer were successfully recovered, with no issues observed. During dchu visual inspection: pn 151903-01: the unit revealed signs of thermal damage, specifically on component ic u300 and evidence of fluid ingress. No loose components or other anomalies were observed. During dchu testing: pn 151903-01: no testing was performed due to evidence of thermal damage observed on ic u300 and evidence of fluid ingress. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc circuit board (pn: 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, hardware was failed and required maintenance. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the failure was due to thermal damage in component u300 on the full height cubie pmc board, with evidence of fluid ingress, resulting in loss of communication and drawer detection on the bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6 had failed and missing on med application configuration. A field service engineer (fse) replaced the full height cubie bus module controller board, reseated the row board cable connections, and reseated all cubie trays and pockets. The fse tested the system and successfully recovered all pockets and the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, hardware was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.